Event description:
The patient presented to the clinic where diagnostic imaging was performed and revealed that the right ventricular (rv) lead was dislodged. During the replacement procedure, when the physician attempted to remove the rv lead from the header, it was difficult to insert the stylet into the lead, and as a result it was not possible to retract the helix of the rv. The physician also noted over-sensing due to suspected lead damage on the rv lead during the procedure as a result of the dislodgement. The rv lead was explanted and replaced to resolve the event. Additionally, it was not possible to fixate the new rv lead into the header of the device because the set screw appeared stripped. The physician had difficulties removing the new rv lead from the header as well. The device was also explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events lead dislodgement, ¿possible damage of the lead circuit¿, unspecified oversensing and helix mechanism issue were reported to abbott. As received, a complete lead was returned in one piece with helix compressed/ bent and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found that the inner coil inside the connector region was over torqued, and the helix was compressed/bent consistent with procedural damage. The helix mechanism extension/ length test was not performed due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the over torque of the inner coil, helix being compressed/bent and clogged with blood/tissue. The reported events of ¿possible damage of the lead circuit¿ and unspecified over sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.